Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6)2017.

Event description:
It was reported that a battery performance alert (bpa) advisory notification was observed upon interrogation in clinic on the implantable cardioverter defibrillator (ICD). A generator battery change was not yet scheduled as the patient was unstable following an unrelated stroke. The patient was recovering.